Event description:
The patient called to report that the pump screen goes blank except for the backlight. Patient must remove the batteries and reprime. The pump will also alarm with light but does not show an alarm code on the display. The batteries must be pulled.